Event description:
It was reported that the pt expired. The exact date of death, cause of death, and the drug in the pump were unk. It was noted that the pt's death was not device related. Additional info has been requested, a follow-up report will be sent if additional info becomes available.